Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician post dilated the vessel, he noticed that the occlusion balloon had deflated unexpectedly. The physician attempted to reinflate the balloon and it would not inflate. The physician decided not to aspirate the vessel because the debris did not flow distally. The physician continued the case without protection in place. The physician placed a second stent successfully and the patient is reported to be fine.